Manufacturer narrative:
B3. Date of event - the exact date of the event was not reported. Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. The device was received in one piece; light was not exiting the fiber body. It passed the visual, microscopic and functional test. A review of the device instructions for use (IFU) was completed and states to carefully inspect the fiber for kinks, punctures, fractures, a broken tip (flat or ball), jacket or fiber or other particulates or pieces, or other visual damage. If the fiber appears damaged, do not use the device. If it is an unused device, return it to boston scientific for replacement. The device history record (DHR) was reviewed and indicated that the device met all manufacturing specifications. Based on the information available, being unable to confirm the reported complaint a conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all the information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during the procedure, the fiber had light coming through and was broken. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that during the procedure, the fiber had light coming through and was broken. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
B3. Date of event - the exact date of the event was not reported.